Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during an attempted implant, no pacing and high, out of range pacing lead impedance were observed. The device was replaced.

Manufacturer narrative:
The reported field event of no pacing and lead impedance anomaly was confirmed in the laboratory. Visual inspection noted the ring spring was missing from the lv bore. The cause of the anomaly was due to this missing lv ring spring.